Event description:
It was reported that a deep brain stimulation (dbs) patient experienced discomfort and the return of her dystonia where she was evaluated at the emergency department (ed). A computed tomography (CT) scan of her head and chest area was taken which did not reveal no device breakage nor anomalies. It was noted a dbs impedance check revealed there was high impedance in contact left-2 (l2) that was being used to deliver stimulation per the physicians assessment. The patients dbs device was reprogrammed away from contact l2 to stimulate only contact l3 and is currently delivering therapy. Patient did well after reprogramming.